Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was repeatedly receiving no delivery alarms from her insulin pump. The customer's blood glucose was 133 mg/dl. The customer stated, she received no delivery alarms during a set change and had already gone through three sets and three reservoirs. Troubleshooting was performed and the alarm was cleared. Insulin exited the tubing after the tubing and reservoir were disconnected, reconnected and the plunger was manually pushed into the reservoir. The insulin pump was then rewound, the reservoir reinserted into the insulin pump and a manual prime was performed. The insulin pump alarmed no delivery after 6.2 units. The customer was advised the insulin pump was working as designed. The customer later received another no delivery alarm, following a low reservoir notification and more troubleshooting was performed. Insulin exited the tubing during the plunger push. The insulin pump alarmed no delivery in 5.3 units.